Manufacturer narrative:
Product ID 3387s-40, lot #v399857, implanted: 2010 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40 lot# v415236, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v399857, implanted: 2010 (B)(6); product type lead product ID 3387s-40, lot #v415236, implanted: 2010 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was clarified on (B)(6) 2013 that only the lead was replaced. The replacement date changed from (B)(6) 2012.

Event description:
Additional information received reported that the patient did well from 2010 until spring/summer 2012 when symptoms recurred associated with impedance [graphic for an arrow pointing upwards] on ¿r.¿ the patient was still with persistence symptoms. The right side lead was revised on (B)(6) 2012. It was reported that the implantable neurostimulator (ins) and extension were revised (B)(6) 2012. Additional review of the event indicated that the information covering the extension and ins revision was previously reported in manufacturer¿s report number: 3004209178-2013-23870. Any additional follow up received will be captured under this manufacturer¿s report number.

Event description:
It was reported the patients deep brain stimulation was working for her until she had an adjustment done sometime in 2010, and it "messed everything up". It was reported, the adjustment caused her "neck to pull back and broke the lead". The lead was replaced (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v399857, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v415236, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v399857, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v415236, implanted: (B)(6) 2010, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).